Event description:
On 3/31/93 a new 8 french nephrostomy was placed in the left kidney and a 6 french ureteral stent was successfully placed and in good position. During various manipulations used to cross obstructions, a 6 french vascular sheath, approx. 10cm. Long broke off under the skin surface and appeared to remain mostly in the peritoneal fat and was unable to be retrieved. In the quality improvement review of the record, it was noted that due to the fact that the patient did not end up passing his stone and now also had foreign body, on 4/2, patient underwent a left renal exploration with removal of the retained sheath, left ureteral lithotomy with removal of stone, removal of percutaneous nephrostomy tube and fiexible cystoscopy. The removed stone was then sent to pathology for analysis as well as the retained sheath sent for documentation. (The top portion of sheath was discarded on 3/31, when event took place).device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.